Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to complaint: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had poor energy distribution and insensitive joint rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the instrument has been inspected before use. The nurse visually inspected the jaws of the instrument and did not find any abnormalities. During the surgery, the surgeon provided feedback on the instruments that poor energy distribution and insensitive joint rotation. The surgical task performed was to execute the function of releasing energy to achieve hemostasis. There was no arching during the procedure. The instrument did not collide with other instrument or tool during the procedure. There were no problems in removing the instrument through the cannula.